Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-may-2019 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked above and below the grip pad. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was run for 12 hours with no power issues or alarms. The pump was opened to find no damage or moisture to the power circuit. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter stated there was a crack in the battery compartment and the battery cap would not secure properly to the pump resulting in power loss. The yellow o-ring of the battery cap was reportedly visible when the cap is on the pump. The reporter denied damage to the battery cap and confirmed the battery cap had never been replaced on this pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.